Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The condenser was replaced. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.